Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. (B)(4).

Event description:
It was reported by a customer in china that, an attempt was made to install an 840 ventilator at the warehouse. However, the alarm silence and down arrow button was nonfunctional. There was no patient involvement.